Event description:
The product was used during a wedge resection procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.